Event description:
It was reported that lens was explanted from the patient's right eye due to dysphotopsia. Another lens of different model number was implanted successfully. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.